Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
The sales rep reports that during a laparoscopic supracervical hysterectomy procedure, there was pneumo leakage from the inner or top seal of the trocar when a camera was being inserted in the trocar. They moved the camera to another port and the port still had leaking issues. A new one was opened and used to complete the procedure. There was no patient impact.